Event description:
A caller reported experiencing a minimum fill notification with their insulin pump. There was no adverse impact to the customer's blood glucose level. Initially, the customer attempted to reload the same cartridge, but this did not resolve the issue. Technical support instructed the caller to clean the pump's pneumatic tap area and guided them through the process of filling and loading a new cartridge. Successfully loading a new cartridge resolved the issue, allowing the customer to resume insulin use.